Manufacturer narrative:
Results and conclusion: (no device received for evaluation). (Investigation in progress - no conclusion can be drawn). (B)(4).

Event description:
The physician was treating stenosis in the superficial femoral artery. Lesion stenosis is reported as 75%. It is reported that during the procedure a non-medtronic stent got stuck on the angiographic guide wire, and the doctor couldn¿t move it. The stent moved in the proximal sfa, in the middle it stuck and would not move. The stent with guidewire was taken away from the lesion in one construction. Another stent with the use of a non-medtronic guidewire was implanted. It is reported that the wire was inspected prior to use, and no abnormalities were noted. The device was prepped per IFU with saline/heparin. Current patient health status is reported as satisfactory.

Manufacturer narrative:
Results, conclusion: based off non return of device or cine images to review the root cause cannot be determined.